Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient visited the outpatient clinic due to several power cable disconnected alarms although fully loaded batteries were connected. There was a yellow led light on and intermittent beep. The clinic has already exchanged the initial battery clips some weeks before. Log files were send in and confirmed the described issue. It shows technically an internal rsoc invalid (fault) alarm during the events. The clinic exchanged the controller of the patient afterwards and the issue disappeared. No further alarms occurred. All clips and the controller of the patient will return for investigation. Additional information states that the clinic gave additional clips to the patient as normal routine. According to the clinic, the patient exchanged the clips on their own when the alarms occurred for the first time some weeks ago. No detailed date were provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of power cable disconnect alarm was confirmed via the log file. The log files spanned approximately 1 day ((B)(6) 2020 per the timestamp). Atypical power cable disconnect alarm intermittently activated on (B)(6) 2020 from 07:44 to 10:03 due to invalid rsoc fault on the white cable not associated with a power source exchange. The alarm resolved shortly after activation and did not affect the controller¿s ability to operate the pump at the set speed limit. No other notable alarm was observed. The returned hm3 system controller, serial (B)(6) , was functionally tested and connected to a mock circulatory loop for an extended period of time without any issue. Per provided information, the issue resolved after exchanging the battery clips and controller. A root cause of the reported event was not determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms including power cable disconnect. Heartmate iii instructions for use section 8-¿equipment storage and care¿ and heartmate iii patient handbook section 6-¿caring for the equipment¿ explain how to properly maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.